Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.4, h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima operated as intended. Based on the available information, it cannot be ruled out that this failure may have been donor related. Since this donor has had 3 previous wbc donation failures, the customer may consider targeting a single product on his next donation, or removing this donor from the apheresis pool. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima operated as intended. Based on the available information, it cannot be ruled out that this failure may have been donor related. Since this donor has had 3 previous wbc donation failures, the customer may consider targeting a single product on his next donation, or removing this donor from the apheresis pool. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: signals in the run data file indicate that the trima operated as intended. Based on the available information, it cannot be ruled out that this failure may have been donor related. Since this donor has had 3 previous wbc donation failures, the customer may consider targeting a single product on his next donation, or removing this donor from the apheresis pool.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima operated as intended. Based on the available information, it cannot be ruled out that this failure may have been donor related. Since this donor has had 3 previous wbc donation failures, the customer may consider targeting a single product on his next donation, or removing this donor from the apheresis pool. Investigation is in process, a follow-up report will be provided. Lot number and expiry information are not available at this time

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.